Event description:
The pt stated her infusion device is beeping continuously and displaying 77 on the screen. The battery has been in use for more than 2 weeks. She stated she was aware of the recall and she failed to change the battery as advised in the recall. She was advised to change the battery every 2 weeks. She was not able to change her battery at the time of the call but she stated she would change it as soon as she arrived home. No physiological effects were reported. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.